Manufacturer narrative:
Device evaluation: the suspect device has not been returned for evaluation. The customer did not specify if this was the initial use of the device. The customer was unsure which lot number the device came from. The lot number presented below is another possible lot number provided by the customer. H180552. Expiration date: 10/31/2013. Device manufacture date: 11/2010. A follow-up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that the rotator on the hemostasis valve broke while manipulating a guiding catheter. No harm or injury was reported.